Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Note: the initial reporter zip code in tab e is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter got broken. The foley catheter was used in the operating room. Since urine leaked during an operation, checking the catheter, there was a crack along the catheter shaft vertically, and urine leaked from there. Considering the invasiveness to the patient, the catheter was not replaced at the site and was removed later in the ward.

Event description:
It was reported that the foley catheter got broken. The foley catheter was used in the operating room. Since urine leaked during an operation, checking the catheter, there was a crack along the catheter shaft vertically, and urine leaked from there. Considering the invasiveness to the patient, the catheter was not replaced at the site and was removed later in the ward.

Manufacturer narrative:
The reported event was confirmed cause unknown. The device had not met specifications. The product caused the reported failure. The product was used for patient treatment or diagnosis. Visual evaluation of the returned sample noted one opened (without original packaging), a 2-way catheter with cut portion of inlet tubing. Visual inspection noted an open crack measuring 0.0990" on the shaft of the catheter and located 0.3025" from the bifurcation. This is out of specification which states, visible breakage or cracks not allowed. A potential root cause for this failure could be inadequate material selection. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: 1. Method for use: do not inflate the balloon in the urethra. [He urethra may be injured. Do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients: patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. 1. Method for use: do not reuse. Do not re-sterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients: patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.